Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of units were overfilling with blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive any samples or photos for investigation. A total of 100 retained samples were inspected, and no issues were identified. Additionally, 10 retained samples were visually inspected with no visible defects observed. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.